Event description:
The clinician reported that eight months after the dental implant was placed, in ada site #20 of the patient's mouth, lack of osseointegration was verified. The device was forwarded to the manufacturer for investigation. No further complications were observed.